Event description:
Suspect pt tampered with pca pump and extracted dilaudid. Report filed to notify of ability to use an external device intravenous bag wire hanger to push plunger on syringe on what is supposed to be a secure device.